Event description:
Re: medtronic medicinal pump. In early 2009 - had the pump filled at 7am - approx - by 9am, the pump released approx a one month's supply of medicines into my system resulting in cardiac arrest. I then spent 7 days in the cardiac unit, 4 of which were just to stabilize me. The dr assured me the FDA would be made aware of this but just wanted to be sure. Don't let this happen to anyone else please!